Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. What was the surgical approach for the c-section? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were there any changes to pre-op cleansing products or procedures? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If yes, what were the results? What was the route and dosage of cefdinir? What suture was used to re-suture the patient? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Note: additional event reported via mw# 2210968-2021-00402.

Event description:
It was reported that the patient underwent cesarean section under spinal anesthesia on (B)(6) 2020 and suture was used. The patient was at 35 + 4 weeks of gestation and had severe preeclampsia. The incision was dry in the early stage. On (B)(6) 2020, wound secretion was found in the middle of the incision. Cefdinir was given for anti-infection treatment and dressing change. On (B)(6) 2020, there was low fever. The incision was cleaned and expanded to 3cm. Rivanol gauze was used for drainage. The incision was not healed. Additional information has been requested.